Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu)/erbe due to the reported issue. Fse tested the new erbe and confirmed successful energy activation on all ports. Grounding pad was set to ¿dual¿. System was tested and verified ready for use. Isi did receive the iesu involved with this event to perform failure analysis and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The following faults were confirmed in the error logs: m-08, m-31, c-84, and m-36. The grey part of the unit¿s bezel had a few scratches, and the right side of bezel was observed with small nick.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon experienced insufficient monopolar energy output from vio dv integrated electrosurgical unit (iesu) when using permanent cautery spatula (pcs) instrument. The surgeon stated that the energy was too weak, so that desired tissue effect could not be achieved. Site power cycled the iesu, but the issue was not resolved. Site received phone assistance from the technical support engineer (tse). The tse could not find any related error in the logs. The tse noted that the cut/coag settings were set to 4, and there was good connection between the instrument and the iesu. The tse had site replaced the energy cable and instrument, but the issue was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 26-nov-2024: the conversion did not result in increasing port size incision or adding additional ports. There was no patient injury due to the conversion.